Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified alarm occurred in the middle of the night, subsequently suspending insulin. Additionally, it was reported that the customer's continuous glucose monitor was not alerting. Reportedly, customer was "sick for a long time" as a result of the alarm. Tandem technical support attempted multiple follow up attempts, however, no response was received.